Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced a system error 2240 (air in line/set). This occurred during an unknown step of peritoneal dialysis (pd) therapy, while the patient was connected. There was nothing found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) had the patient close the clamps, cycle the power on the hc device, and disconnect. The tsr explained the possible causes of the alarm to the patient. It is unknown how the patient planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.